Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer stated that she would like her insulin pump replaced due to excessive no delivery alarms. Advised the customer to revert to a back-up plan. Advised the customer that the insulin pump would be replaced per her request.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.